Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone 20mg/ml with an unknown total dose via an implantable pump for spinal pain. It was reported the patient was new to the practice and was seen last wednesday ((B)(6) 2017) for an empty reservoir alarm that occurred on (B)(6) 2017. The patient's pump was filled on (B)(6) 2017 and the patient was feeling better symptoms wise. The event date was (B)(6) 2017. No further complications were reported/anticipated.